Event description:
The customer reported that a patient sustained an injury to the left upper thigh under the electrosurigcal pad during a rotator cuff repair surgery. It was reported that the nurse noticed a "skin abrasion" about the size of a dime under the electrosurgical pad which was treated by silvadine cream. A wrinkle in the pad was noted when the pad was removed. It was reported that at the first post-op visit the surgeon noted that the area appeared to be infected and sent the patient to a plastic surgeon. The injury was diagnosed a third degree burn and the patient was reportedly treated by plastic surgery. It was reported that the generator used during the surgical procedure was an oratec vulcan eas and that normal saline was used as an irrigant during the procedure.